Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 7.4, 19.2, 13.7 and 22mmol/l within a ten min timeframe. When plotting each of the readings against the average on a parkes error grid, one result fell in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation.